Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found close to the tip. Further investigation revealed that the irrigation tube was bent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could not be determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and there was an irrigation issue noted on the catheter. It was reported that the pentaray catheter was completely occluded. The medical team noted that the pentaray was used to map within the patient, removed from the patient, and was going to be re-inserted into the patient. The pentaray catheter was initially observed to be working as intended and used on the patient. It was then removed from the patient for approximately 30 minutes. Then it was going to be reintroduced to the patient. The pentaray catheter was unable to drip / be irrigated while hooked up to a pressure bag. The physician also tried to use a syringe directly to the irrigation connection on the pentaray but was still unable to get the catheter to drip or "flush" whatsoever. Before the catheter was re-inserted, the physician noticed that the catheter was not irrigating fluid from the lumen. The physician attempted to flush the catheter, but the occlusion remained. The medical team exchanged the catheter and the issue was resolved. The case continued. No patient consequences were reported.